Event description:
The diabetes educator was discussing how patients should use the opticlik insulin pen. She noted that when the pen was set to deliver 60 units of insulin and held in the right hand, the digital readout clearly says "60." However, some of our patients are left handed. When left handed patients hold the pen in their left hand and the dial was not changed, the digital readout appears to be "09," leading the patient to believe they had dialed 9 units instead of 60. The pen can deliver up to 80 units of insulin at one time. Because there is a digital read out with a leading zero, multiple combinations of insulin doses look different depending on whether the patient is holding the device in their right versus left hand. No injury occurred and no injuries have been reported to our diabetes center. However, the diabetic nurse educators are concerned regarding the potential for human error. The device instructions clearly say that the pen should be held in the right hand, but for left handed individuals this is difficult. The diabetes educators suggest leaving off a leading zero, such as is comparable to one of the jcaho national patient safety goals; or to change the orientation of the digital read out so that it can be used either by holding it in the right or left hand.